Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. The device was not in patient use. The customer was instructed to recycle the device to correct the issue.